Event description:
A physician reported that the system had infusion issues during surgery. The surgeon complained about issues with the fluidics module. The surgery was successfully completed with no patient harm. No additional information is expected.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system met specifications at the time of release. The system was tested and found to meet product specifications. Therefore, the root cause of the reported event cannot be determined conclusively.